Manufacturer narrative:
Block a: under european law, pt info is considered confidential and will not be released by the hospital. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The customer alleges the pt was not able to be ventilated via the anesthesia machine. Pt spo2 (blood oxygen saturation) levels reportedly decreased. Clinician switched to an ambu bag to ventilate the pt. There was no reported pt injury.